Manufacturer narrative:
On (B)(6) 2017, the contact reported that the bg level was 169 mg/dl and the ketone level was small. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (250-300s mg/dl) with a small trace of ketones. A bolus via the pump was delivered to address the bg level. The pump supplies were changed multiple times the customer did not know the cause of the high bg; however, was concerned that there was an issue with the pump supplies, specifically with the cartridge. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of eth event and advised the customer to discuss the high bg events with a healthcare provider.